Manufacturer narrative:
Section b5 updated section d8 updated h6 evaluation codes were updated due to additional information from customer method code (annex b) remove b17 and add b13 result code (annex c) remove c20 and add c13 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported through a medwatch report from the u.s. Food and drug administration (FDA) and not directly from the customer, that while in use on a patient, the 840 ventilator produced a high pitched whistling sound that could not be silenced. The unit became inoperative and was unable to deliver any breaths to the patient. The device was available for evaluation. The ventilator was not made available to medtronic for evaluation. The customer's biomedical engineer reported that there was no malfunction of the ventilator identified. The extended self test (est) was performed to clear alarm, which passed, ventilator ran on battery with no issues, along with the short self test (sst) performed which passed. Ventilator ran 30 minutes with no errors/alarms and was placed back in service. Based upon the information available, there was no malfunction of the device to cause the reported event. Without additional information such as ventilator logs, which are not available from a 2021 event, the cause of the event cannot be determined. With no malfunction identified by the customer's biomedical engineer, a potential cause could be clinical in nature. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update: it was reported through a medwatch report from the u.s. Food and drug administration (FDA) and not directly from the customer, that while in use on a patient, the 840 ventilator produced a high pitched whistling sound that could not be silenced. The unit became inoperative and was unable to deliver any breaths to the patient. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the food and drug administration (FDA) and not by the customer, that while in use on a patient, the 840 ventilator produced a high pitched whistle sound that could not be silenced. The unit became inoperative and was unable to deliver any breaths to the patient. The patient was removed from the ventilator and placed on an alternate ventilator without injury.